Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence requiring the patient to use 3 pads per day and atrophy as a result of the cuff being too large for the patient. The aus 6.5cm cuff was explanted and downsized to an aus 5.5cm cuff with no clinical consequences to the patient.